Event description:
After removal of retractor from patient's chest, it was noted the screw had fallen out of the handle. Surgeon notified, surgical area searched, x-rays taken for potential foreign object, no object noted by surgeon or radiologist.